Event description:
The facility initially reported metal in incision after using the knife in surgery. Additional information received from the doctor on 5/3/2007, stated he was unsure if all particles were removed. There was no damage to the eye.

Manufacturer narrative:
We received a specimen cup from this reporter. The entire content of the specimen cup was filtered and microscopically examined. Very small dark metallic particles up to 35um un size were observed. The particles were isolated and analyzed. Eds (edax energy dispersive x-ray sectrometer) identified the elemental composition of the material as carbon (c), oxygen (o), silicon (si), chlorine (ci) and iron (fe). Based on the elemental composition, the material is not stainless steel. Alcon knives are manufactured using surgical stainless steel. These knives do not contain any coatings and they are subjected to any type of grinding process. Therefore, it would be unlikely for a metal particle to originate from these knives. This report mailed in to FDA on: 6/6/2007.